Event description:
It was reported that the bladder of a small volume intermate had ruptured during filling. The user was using a repeater pump to fill the device with normal saline. The bladder was in the footed position when the rupture occurred. There was no patient involvement; therefore there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. The reported condition was confirmed during visual inspection. A microscopic examination was performed, however a cause could not be determined. If additional relevant information becomes available a follow up medwatch will be submitted. Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.